Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump alarming air in line. Volume 92ml, rate 2ml, total given 92ml since (B)(6) 2024 at 12:34. (Not cleared by facility.) Confirmed infusion started on 5/14 at approximately 13:30. Disconnected appointment scheduled for 15:00. Compared settings to medication bag label, total volume 92ml to be infused over 46 hours. Pump would be close to, if not already empty which might account for air in line alarm. Patient does visualize air bubbles within tubing. There was patient involvement and no patient harm/adverse event reported.